Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Minor damage was observed to the usb port on the returned reader. Reader did not power on with button depression, strip, or usb cable insertion. Reader was connected to computer, however software did not recognize the reader. Visually inspected the returned usb charger and usb cable and no damage was observed. Opens or shorts were not observed/charging cable passed testing. Visual inspection has been performed on the power adapter and no issues were observed. Load tester was used to test returned power adapter, and voltage was observed to be within specification. Power adapter passed testing. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader and evidence of burn marks were observed on dn3 chip. A further extended investigation was conducted. Visual inspection was performed on returned de-cased reader. The u13 component have signs of overheating and burn was observed. No damage was observed on dn3 integra circuit. Data review was not possible due to an issue with the micro-usb port. The reader could not successfully connect to the computer, and data extraction was unsuccessful. The reader was unable to communicate with software, and the reader log was unable to be downloaded. A known good battery was used to attempt to perform a functional testing, but the screen powered on with a ¿connected to pc¿ message on the reader display and turned off. It was determined that due to incorrect usage of usb power adapter by the customer, the reader battery was draining so quickly. Usage of an incorrect usb power adapter to charge the reader would surge critical ic components of the reader with excess voltage/current and permanently damage the reader. This was not possible with the abbott provided usb adapters; therefore, the issue was not confirmed due use an incorrect adapter. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.